Event description:
It was reported that (1) tct75 was used during a gastric bypass procedure. It was reported by the rep that the firing knob would not advance, locked out. The case was finished with another cutter. There was no consequence to pt.